Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 507 mg/dl or 557 mg/dl. Customer report other blood glucose values were 461 mg/dl, 260 mg/dl, 400 mg/dl, and 337 mg/dl. Customer reported that the insulin pump had power loss alarm. Customer report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and vomiting. The customer was treated with intravenous saline. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.